Manufacturer narrative:
The insulin pump was received with button error alarm and no button responds due to corroded keypad traces. The device was received with cracked case at the display window corner, and minor scratched display window.

Event description:
Customer reported via phone, the insulin pump had alarmed button error while he was sitting down. Customer did know his blood glucose level at the time of the incident. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.